Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On the same day, the patient began treatment with intraperitoneal (ip) cefazolin 1 gram, daily for thirteen days and ip fortum 1 gram, daily for thirteen days for the indication of peritonitis. The patient was discharged thirteen days after admission. At the time of this report the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.